Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was received with no telemetry. Analysis performed indicated device battery voltage was at end of service (eos). Device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion.